Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 20-jun-2025. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material inside the pebax and a separation between electrode and pebax. The magnetic and force feature were tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed during the ablation cycle. The separation could be related to the issue reported. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the damage on the pebax is related to the manufacturing process of the device. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿bad ablation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿bad ablation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish material inside the pebax and a separation between electrode and pebax¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that the thermocool smarttouch sf catheter had bad ablation. Then the biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 10-jul-2025 observed reddish material inside the pebax and a separation between the electrode and the pebax. The event of ¿bad ablation¿ was originally considered non-reportable, however, bwi became aware of a separation between the electrode and the pebax on 10-jul-2025 and have assessed this returned condition as reportable.